Event description:
¿Date of insertion (B)(6)2023¿ ¿at 0507 maintenance ivf started at 19ml/hr through the blue connection of the PICC given npo status. At 0520 blue lumen noted to be leaking and connection at quad fuse would not tighten (spinning part kept spinning instead of tightening). Quad-fuse changed ¿ continued to leak. Before connecting tri-fuse, hub of blue lumen noted to be damaged ¿ md notified. Piv placed to continue ivfs. PICC removed on next shift.¿ ¿harm not significant, placement of multiple piv and piccs.¿

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. After three notifications, there has been no sample returned for review. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. However, due to the number of complaints regarding this issue with this part number, this complaint will be confirmed for one device. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
¿Date of insertion (B)(6) 2023¿. ¿at 0507 maintenance ivf started at 19ml/hr through the blue connection of the PICC given npo status. At 0520 blue lumen noted to be leaking and connection at quad fuse would not tighten (spinning part kept spinning instead of tightening). Quad-fuse changed ¿ continued to leak. Before connecting tri-fuse, hub of blue lumen noted to be damaged ¿ md notified. Piv placed to continue ivfs. PICC removed on next shift.¿ ¿harm not significant, placement of multiple piv and piccs.¿